Manufacturer narrative:
MFR received date: 06 mar 2020. The customer did not respond to requests for additional information. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26nov2019.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.